Event description:
Unomedical reference number (B)(4). Event occurred in the netherlands on 29-april-2024, it was reported by the patient that infusions set fell off during use after 3 days. No further information was available.

Manufacturer narrative:
E1 patient city: (B)(6). Patient country: netherlands.